Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The concentric target lesion with a bend of more than or equal to 90 degrees was located in the mildly calcified mid left circumflex coronary artery (lcx). Following pre-dilatation, a 32mmx2.75mm promus premier drug eluting stent was deployed in the target lesion. However, during post dilation with a 3.0mmx8.00 nc balloon, the physician noticed that there was a dissection with timi-1 flow at the distal end of the lesion. The physician had to deploy another stent at the distal end to cover the dissection and the procedure was completed. There were no further patient complications reported and the patient's status was stable.